Event description:
It was reported that the power module would not turn on. The unit would be returned for repair.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.